Event description:
It was reported the patient's right ventricular lead sense/pace portion of the lead was capped and replaced due to loss of sensing. The lead was later completely capped during a revision unrelated.

Manufacturer narrative:
(B)(4).